Event description:
During a follow up phone call by product surveillance to the nurse regarding the air in line, it was revealed that the home patient (hp) is doing fine and continuing therapy without any issues. The nurse was not aware of the cause. The nurse added that hp had not had any problems with the dialysis products. The nurse stated that the supplies were discarded after therapy and she did not know the lot number. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. During troubleshooting, the hp stated that there were many large air bubbles in the patient line. The technical service representative (tsr) assisted the home patient (hp) through ending therapy early procedure and advised to start over with new supplies, making sure that the line is fully primed before connecting himself. The hp ended therapy and would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. Per the complaint information, the ldva was caused by the air in the patient line. The cause of the air in line was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ldvas is in progress through (B)(4).